Manufacturer narrative:
The referenced gastrointestinal bleeding events are covered under medwatch MFR report #2916596-2017-01102. (B)(4). Approximate age of device- 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to a stroke. A CT scan showed a left middle cerebral artery (mca) stroke. Prior to suffering the left mca stroke, the patient had been taken off of anticoagulation on (B)(6) 2017 due to continued gastrointestinal bleeding. It was reported that the patient had some deficits with word processing and walking. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding and stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.